Event description:
As reported, approximately 4.5 years post op the initial left shoulder replacement, this (B)(4) patient was revised. Patient was converted from a asta to a rtsa. Patient¿s relevant medical history and comorbidities are unknown. Patient was last known to be in stable condition following the event. Devices will not be returning due to hospital policy.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 300-10-15 equinoxe replicator plate 1.5mm o/s-4447719. 300-20-02 equinox square torque define screw drive kit-4918928. 310-01-44 equinoxe, humeral head short, 44mm (alpha)-4826123.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.